Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunctions were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the instrument exhibited a broken probe which had broken off twelve (12) millimeters from the distal end and an intensively worn tissue pad. There were no reports of patient involvement.